Event description:
This report is being filed due to a clinically significant shunt observed post-procedure. It was reported that on (B)(6) 2022, the patient presented with degenerative mitral regurgitation (mr) grade 4. One mitraclip was implanted without an issue reported, reducing the mr to to grade <1. The steerable guide catheter was removed without an issue, when a right to left shunt was observed, treated with a closure device. No additional information was provided regarding this issue.

Manufacturer narrative:
The device was discarded and will not return. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported perforation (atrial: percutaneous intervention) associated with the atrial septal defect (asd) was due to procedural circumstances during transseptal puncture. The reported patient effect of perforation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.